Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An xtw (lot; 30717r1053) was implanted first. Post deployment, it was observed to open from 25 degrees to an angle of approximately 45 degrees (clip opened while locked (cowl)) resulting in residual mr. The clip still remained stable. An xt mitraclip was implanted lateral to the cowl to stabilize and further reduce mr. The procedure ended with mr reduced to grade 1. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with the clip opening from 25 degrees to approximately 45 degrees post deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.